Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was 350-400 mg/dl. Insulin injections were administered to address the bg level. The customer reverted to using insulin injections to manage diabetes for the next month and then plans on returning to pump therapy. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.